Event description:
It was reported that, "surgeon implanted a tritanium primary with two gap screws." Screws are not compatible.

Manufacturer narrative:
Investigation is in progress. No additional information available at this time.